Event description:
Cardiac cath in 2004 with perclose closure of right femoral artery. Three days later, pt felt fatigued, chills and temps 102+. Went to antoher hosp where blood cultures were + mrsa. No pus from groin. No increase pain, no problematic IV sites. Tee at outside facility showed no vegetation, calcified aortic valve + good lv function. One week later exploration and debridement, artery repair and removal of perclose device, abscess drainage. 2 1/2 weeks later pt expired.